Event description:
During ablation procedure with a ngen generator, the patient experienced an arrhythmia treated with defibrillation. Additionally, error 201 appeared on the console. The report indicated that a life threatening arrythmia occurred in a critical situation and defibrillation during a (vt) ventricular tachycardia case was performed. The vt was stable and the medical team was ready to perform ablation to stop the arrythmia, and when they pressed on the foot pedal the issue happened and got impedance error. After the defibrillation, the error 201 and lack of impedance information appeared on the console screen. During the case, the patient was under general anesthesia and it was at this moment when the issue happened, and the patient became increasingly hypotensive and after a few restarts of console after the errors, and after 30 minutes trying the issue was gone. Overall, there was a 1 hour delay. The procedure was successfully completed, and there was no harm on the patient.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-nov-2025, the product investigation was completed. During ablation procedure with a ngen generator, the patient experienced an arrhythmia treated with defibrillation. Additionally, error 201 appeared on the console. The report indicated that a life threatening arrythmia occurred in a critical situation and defibrillation during a (vt) ventricular tachycardia case was performed. The vt was stable and the medical team was ready to perform ablation to stop the arrythmia, and when they pressed on the foot pedal the issue happened and got impedance error. After the defibrillation, the error 201 and lack of impedance information appeared on the console screen. During the case, the patient was under general anesthesia and it was at this moment when the issue happened, and the patient became increasingly hypotensive and after a few restarts of console after the errors, and after 30 minutes trying the issue was gone. Overall, there was a 1 hour delay. The procedure was successfully completed, and there was no harm on the patient. Device evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. The case could be continued by unplugging psu (power supply unit) to console cable. No malfunction was observed during evaluation. No adverse event issues was observed during the evaluation. A device history record review was performed for the finished device number and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).